Event description:
It was reported that the insertable cardiac monitor (icm) fell out of the patient pocket just a few days after implant. No follow up has been scheduled. The patient is still in possession of the device. No adverse patient effects were reported.